Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. Without the return of the device, the serial number is not available; therefore, a DHR/lhr. Device history record/lot history record, review cannot be accomplished. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. This could be an operator error but without evaluating the suspected sample a conclusive determination cannot be made. The IFU, instructions for use, warns that, "the jaws of a recently activated handpiece may be hot enough to burn the patient or user, cause thermal damage to adjacent tissue, or ignite surgical drapes or other flammable materials. Ensure the handpiece jaws are not in contact with unintended tissue, surface or objects until they have cooled sufficiently". The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device disposed of by end-user.

Event description:
It was reported, "dr. (B)(6), the gyn surgeon, accidentally left the altrus handpiece resting on the belly of the patient, and inadvertently burned the patient. The burn was small and was after the handpiece was recently activated. Burn cream was applied. Everything else with the procedure went very well." The procedure was a tah/bso, total abdominal hysterectomy and bilateral salpingoophorectomy.

Manufacturer narrative:
The altrus handpiece was discarded by the end-user. The original device or pictures of the device or "burn" were not available; therefore, an investigation on the suspect device cannot be accomplished. Upon completion of the quality engineering evaluation a supplemental report will be filed. Device discarded by end-user.